Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced under and oversensing. It was noted that the icm was at end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.